Event description:
A report was made concerning a broken usb port on a device, preventing further connection with the pump. There was no available information on blood glucose values, hence no adverse impact to the customer's blood glucose level was reported. The device is scheduled for return, and a replacement pump is to be provided.